Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01508. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. Manufacturer's conclusion: the device remains implanted and the patient remains ongoing on vad support. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a hemoglobin of 4 g/dl and inr of 1.5. On admission, vad parameters were stable and there were no reported alarms. The patient was transfused with 5 units of packed red blood cells. An endoscopy performed on an unspecified date identified an arteriovenous malformation (avm) that was cauterized. A capsule study performed was unremarkable. As of (B)(6) 2018, the patient remained hospitalized under medical management. No additional information was provided.